Event description:
The manufacturer received information alleging a fan service error on a trilogy 202 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. There was no report of harm or injury. The trilogy 202 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the fan service error message was caused by a failure in the o2 board, causing failure in the system board. In addition, the technician noted that there was a huge leak in the pneumatic circuit's sensor board. In conclusion, the device's sensor board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the upper port of the porting block is split and flattened, and the silencer clamp of the air intake is broken, therefore it was replaced unrelated to the reportable malfunction/issue. The o2 plate, filter, and sd card were replaced. The confirmed software version 14.2.05. The system meets the specification for the performed service and is returned to use.